Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 06-may-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 06-mar-2014 from a reporter reporting for an unspecified number of female consumers (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, consumers used k-y unspecified (dose, frequency, lot number and expiration date unspecified) vaginally for lubrication. After an unspecified duration, the reporter mentioned that due to her conception issue she searched on the internet for lubricants and issues with conception and found a number of research and reports about the same. The reporter also stated that the device should have a warning stating that it significantly decreases sperm motility. The action taken with the device and the outcome of events were unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information was received on 15-apr-2014. Based on the information available, this device was used as intended for treatment. A lot number nor specific product name was reported therefore, further investigation cannot be performed. Based upon lack of a specific product name, lot number, and no unfavorable trends the complaint cannot be confirmed and a root cause cannot be identified. Complaint trends will continue to be monitored. This report remains serious (medically significant).

Event description:
This spontaneous report was received on (B)(4) 2014 from a reporter reporting for an unspecified number of female consumers (age unspecified) from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, consumers used k-y unspecified (dose, frequency, lot number and expiration date unspecified) vaginally for lubrication. After an unspecified duration, the reporter mentioned that due to her conception issue, she searched on the internet for lubricants and issues with conception and found a number of research and reports about the same. The reporter also stated that the device should have a warning stating that it significantly decreases sperm motility. The action taken with the device and the outcome of events were unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related.